Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
Patient had a triathlon cementless tritanium knee implanted approximately a year ago. Patient complained of tibia pain and x-rays revealed a gap or radiolucency around the tibia implant bone interface at the top of the tibia just beneath the flat plate portion. The doctor elected to remove the cementless design and replace it with a cemented stemmed universal baseplate and appropriate insert.

Manufacturer narrative:
An event regarding tibial loosening involving a tritanium baseplate was reported. The event was confirmed. Method & results: -device evaluation and results: not performed as the device was not returned for evaluation. -medical records received and evaluation: no clear contributing factors to failure were observed in the current case with very adequate implantation of the triathlon components and no obvious patent-related adverse conditions. It cannot be excluded that the lower rate of biocompatibility of tritanium without pa did play a role in the failure scenario. -device history review: the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusions: medical review indicated no clear contributing factors to failure were observed in the current case with very adequate implantation of the triathlon components and no obvious patent-related adverse conditions. The exact root cause could not be determined because insufficient medical information was provided. Further information such as product return, operative notes, patient history and follow-up notes are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded tritanium baseplate loosening may result from factors not related to the device. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Patient had a triathlon cementless tritanium knee implanted approximately a year ago. Patient complained of tibia pain and x-rays revealed a gap or radiolucency around the tibia implant bone interface at the top of the tibia just beneath the flat plate portion. The doctor elected to remove the cementless design and replace it with a cemented stemmed universal baseplate and appropriate insert.